Event description:
As reported, a 7f exoseal vascular closure device (vcd) could not be deployed. The deployment button was fully pressed and flush with the handle; however, the plug was found fully inside the shaft upon removal, and the indicator wire was still visible. Manual compression was held for 15 minutes to achieve hemostasis. There were no reported injuries to the patient. The procedure was performed using a retrograde approach. The physician was certified in the use of exoseal vcd. There were no visible signs of device or package damage prior to use. One exoseal device was used for the patient with an unknown vascular sheath introducer. Angiography confirmed the suitability of the femoral artery, including confirmation that the insertion angle of the vascular sheath introducer was 30¿45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm, and there was no visible calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. Prior to use of the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The patient¿s body mass index (bmi) was not greater than 40. The exoseal vascular closure device (vcd) and non-cordis sheath were removed from the patient as a single unit approximately 1¿2 seconds after depressing the deployment button. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.